Event description:
Healthcare professional reported approximately one month after injection with juvederm ultra xc in the "lip border and above the lips" as well as concomitant injection of juvederm ultra plus xc in the lips, marionette lines, and perioral area, the patient's upper lip developed erythema and became "really swollen, hard, palpable, and round"; the other injection sites also developed erythema and swelling. No treatment has been prescribed. Patient self-prescribed zyrtec, aleve, and warm compresses. The patient was referred to a dermatologist who believed there "was too much hydrophilia post salt intake followed by possible lymphatic drainage". The patient was prescribed a prednisone taper and antihistamines. Symptoms resolved approximately 3 weeks after onset. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00497 (allergan complaint pr# (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of a "delayed inflammatory reaction or allergic reaction" with associated erythema, swelling, and induration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks. The onset of induration generally varied from 1 day to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, induration resolved within 1 week. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. The onset of allergic reaction generally varied from immediate to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, allergic reactions resolved within 2 days to 4 months. The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months.